Event description:
While performing diagnostic laparoscope was using conmed laparoscopic cautery. When cauterizing a paraovarian cyst, the left fallopian tube was also cauterized. Prior to usage, insulation inspected and intact. Cauterization of the left tube did not occur at the spatula site.